Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet system experienced hyperglycemia after a larger dinner, with cgm indicating blood glucose up to 400 mg/dl while the device displayed insulin on board of 4.77 units and frequent dosing consistent with closed-loop operation; no alerts or alarms were reported. Symptoms included hyperglycemia without reported acute complications. Outcomes included no hospitalization, no professional medical intervention, no use of backup therapy, and no ketone testing. Investigation included customer interview, review of device algorithm history, and troubleshooting and education on new-user adaptation and monitoring. Investigation of this case revealed no device malfunction and that the event was consistent with early learning phase of automated insulin delivery. It was concluded that hyperglycemia occurred with cause unclear and that the device functioned as designed with continued monitoring advised. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.